Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought 2 different gum branded toothbrush packs for her son. She stated both of which the bristles dislodged from the brush.